Event description:
Related manufacturer reference number: 2017865-2024-03712; related manufacturer reference number: 2017865-2024-03714. It was reported that the patient presented to hospital with skin erosion at device pocket. The pacemaker, the right atrial lead and the right ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correctional please retract this report 2017865-2024-03713.